Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery).

Event description:
Mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces four failed (including the two used in the surgery).

Manufacturer narrative:
Reported issue: mics handpiece was unresponsive and failed mics status check. Surgeon completed balancing, when we brought the robot in to make cuts, the surgeon pulled the trigger to auto align mics, there was no response. We performed troubleshooting steps, to include resetting the cutter, still no response from the mics. We swapped the mics for a new one; performed a mics status check - mics failed. We performed additional troubleshooting and attempted the status check again, still failed. We swapped the mics out again, this time the mics passed checks and worked properly. Tka case delayed 5 minutes. After the surgery was completed; I performed a mics status checks on all six mics handpieces - four failed (including the two used in the surgery). Product history review: device history records indicate (B)(4) devices were manufactured under lot k082x and all were accepted into final stock on 03/21/2017. Complaint history review: a review of complaints in prodex lot k082x shows 2 additional complaint(s) related to the failure in this investigation. Complaint pr: (B)(4). Visual inspection: visual inspection revealed no physical damage of unit. Dimensional inspection: dimensional inspection was not completed. Reported problem was a functional issue. Material analysis: material analysis was not completed because the failure was functional. Functional inspection: the handpiece was tested in the handpiece test (qip0243) and failed. The motor did not spin during the test. Screenshot is attached. Conclusion: the handpiece driver electronics (commutation board) communicates with the handpiece trigger. A failure of this communication will break the process that allows the trigger command to result in the motor spinning.